Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and the patient was having syncopal events. X-ray imaging revealed rv lead fracture due to subclavian crush. Subsequently, the patient underwent a revision procedure. The subclavian artery was occluded, and so a leadless pacemaker lead was being placed. During the procedure, the patient's heartrate slowed to 50 beats-per-minute while the programmer still showed pacing at 70 beats-per-minute on the atrial channel. Ventricular tachycardia (vt) markers were also noted during the procedure while the right ventricular and right atrial electrograms were flat, likely due to oversensing. The device was operating normally after re-interrogation. Technical services (ts) was contacted, and ts discussed possible causes. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and the patient was having syncopal events. X-ray imaging revealed rv lead fracture due to subclavian crush. Subsequently, the patient underwent a revision procedure. The subclavian artery was occluded, and so a leadless pacemaker lead was being placed. During the procedure, the patient's heartrate slowed to 50 beats-per-minute while the programmer still showed pacing at 70 beats-per-minute on the atrial channel. Ventricular tachycardia (vt) markers were also noted during the procedure while the right ventricular and right atrial electrograms were flat, likely due to oversensing. The device was operating normally after re-interrogation. Technical services (ts) was contacted, and ts discussed possible causes. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and the patient was having syncopal events. X-ray imaging revealed rv lead fracture due to subclavian crush. Subsequently, the patient underwent a revision procedure. The subclavian artery was occluded, and so a leadless pacemaker lead was being placed. During the procedure, the patient's heartrate slowed to 50 beats-per-minute while the programmer still showed pacing at 70 beats-per-minute on the atrial channel. Ventricular tachycardia (vt) markers were also noted during the procedure while the right ventricular and right atrial electrograms were flat, likely due to oversensing. The device was operating normally after re-interrogation. Technical services (ts) was contacted, and ts discussed possible causes. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and the patient was having syncopal events. X-ray imaging revealed rv lead fracture due to subclavian crush. Subsequently, the patient underwent a revision procedure. The subclavian artery was occluded, and so a leadless pacemaker lead was being placed. During the procedure, the patient's heartrate slowed to 50 beats-per-minute while the programmer still showed pacing at 70 beats-per-minute on the atrial channel. Ventricular tachycardia (vt) markers were also noted during the procedure while the right ventricular and right atrial electrograms were flat, likely due to oversensing. The device was operating normally after re-interrogation. Technical services (ts) was contacted, and ts discussed possible causes. The rv lead remains in service. No additional adverse patient effects were reported. The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.